Event description:
Edwards received information that a 29mm transcatheter valve was placed within a 22mm previously implanted bioprosthetic aortic valve for unknown reasons after an unknown implant duration. The transcatheter valve was implanted successfully with no reported patient complications.

Event description:
Additional information provided by (B)(6) indicates device was re-operated due to mitral stenosis and mild regurgitation. The patient was reported as stable.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Attempts to obtain additional information have not bee successful. The device will not be returned as it remains implanted. Without return of the explanted device or additional information the reported re-operation cannot be investigated. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.